Manufacturer narrative:
Historically, for complaints of this nature, exams of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A f/u report will be filed if the investigation of this device reveals a result different from that which is stated above or if further info regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Rep reported that there appears to be no flow through the valve. As a result, the device was revised.